Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported that the lower aligner is not fitting well and the edge of the aligner is causing sores on their tongue. Advised patient to gently file any rough edges.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.